Manufacturer narrative:
Product analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range and was undefined. Analysis of the device memory indicated an alert for lead impedance out of range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range and was undefined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv defibrillation impedance, high/undefined superior vena cava (svc) impedance and fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.